Event description:
Staff stated that the head up does not work. No injury reported.

Manufacturer narrative:
Tech stated the head up does not work. He requested parts for repair. Bed out of service. Repair not yet complete.